Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio flex meter continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on the customer care agent (cca) documentation, and further information obtained when the medical surveillance specialist reviewed the call recording. The patient reported that the alleged meter issue began on (B)(6) 2023. The patient manages her diabetes with oral medication (metformin). The patient stated she continued to take her usual dose of metformin in response to the alleged issue. The patient stated that on (B)(6) 2023, after the alleged issue began, she started to develop symptoms of ¿nausea, headache, sleeping a lot and almost fainted¿. The patient reported that she did not know if her blood sugar was too low or too high due to the alleged issue. The patient did not report receiving any treatment above and beyond her usual routine of diabetes care and management. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca confirmed the correct strips were being used for testing and the correct testing process was being followed. The alleged issue remained unresolved and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began. The subject meter could not be ruled out as a cause or contributor to the event.